Event description:
It was reported that the senior female patient was admitted to critical care via the emergency room for acute kidney injury, altered level of consciousness and aspiration pneumonia. On hospital day 3, a bard dignishield stool management rectal tube was inserted due to large amounts of diarrhea without incident, in accordance to manufacturer's instructions. It was stated that the rectal tube was removed on hospital day 5, and reinserted without incident on hospital day 8, in accordance with manufacturer's instructions. The rectal tube was removed on hospital day 11 without incident. On hospital day 12, the patient was transferred from critical care to telemetry unit and on hospital day 13, the patient began to complain of acute abdominal pain. Patient was worked up for presumed gallbladder disease; however, on computed tomography of the abdomen/pelvis, the study was significant for intraperitoneal air. Surgical consultation was performed, and the patient was taken to the operating room emergently for an exploratory laparotomy. It was also stated that three intra-abdominal abscesses were found, as well as a 4-6cm perforation and necrosed anterior pelvic wall. Drainage of the three intra-abdominal abscesses, a low anterior resection and creation of an end descending colostomy was performed. The patient was discharged to a long-term acute care facility and the surgeon suspected the perforation was caused by the rectal tube balloon. As per clinical follow up via email on 26apr2022, the risk manager stated the patient was admitted to the hospital on (B)(6) 2022. The first device was inserted on hospital day 3, (B)(6) 2022, due to large amounts of diarrhea, but it is unknown why the rectal tube was removed on (B)(6) 2022. It is also unknown why another rectal tube was inserted on hospital day 8, (B)(6) 2022. The device was removed on (B)(6) 2022 per doctor¿s order. The patient was side-lying during insertion of the rectal tube, and the patient was never in a sitting position such as a chair while the device was in use as the patient was ventilated and sedated. Additionally, 45 cc of water had been used to inflate the cuff of both rectal tubes. On hospital day 13, (B)(6) 2022, the patient complained of abdominal pain, and a CT of the abdomen/pelvis revealed intraperitoneal air. The patient was taken to the operating room for an exploratory laparotomy the same day. The risk manager stated the 4-6 cm perforation was found on the rectal wall, and she confirmed the patient did not have any recent injury or surgery to the pelvic/abdominal region prior to the current hospitalization. The patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "materials of construction are not biocompatible or inadequate biological evaluation". It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: do not use on patients known to be sensitive to or allergic to any components". Correction: e, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the senior female patient was admitted to critical care via the emergency room for acute kidney injury, altered level of consciousness and aspiration pneumonia. On hospital day 3, a bard dignishield stool management rectal tube was inserted due to large amounts of diarrhea without incident, in accordance to manufacturer's instructions. It was stated that the rectal tube was removed on hospital day 5, and reinserted without incident on hospital day 8, in accordance with manufacturer's instructions. The rectal tube was removed on hospital day 11 without incident. On hospital day 12, the patient was transferred from critical care to telemetry unit and on hospital day 13, the patient began to complain of acute abdominal pain. Patient was worked up for presumed gallbladder disease; however, on computed tomography of the abdomen/pelvis, the study was significant for intraperitoneal air. Surgical consultation was performed, and the patient was taken to the operating room emergently for an exploratory laparotomy. It was also stated that three intra-abdominal abscesses were found, as well as a 4-6cm perforation and necrosed anterior pelvic wall. Drainage of the three intra-abdominal abscesses, a low anterior resection and creation of an end descending colostomy was performed. The patient was discharged to a long-term acute care facility and the surgeon suspected the perforation was caused by the rectal tube balloon. As per clinical follow up via email on (B)(6) 2022, the risk manager stated the patient was admitted to the hospital on (B)(6) 2022. The first device was inserted on hospital day 3, (B)(6) 2022, due to large amounts of diarrhea, but it is unknown why the rectal tube was removed on (B)(6) 2022. It is also unknown why another rectal tube was inserted on hospital day 8, (B)(6) 2022. The device was removed on (B)(6) 2022 per doctor¿s order. The patient was side-lying during insertion of the rectal tube, and the patient was never in a sitting position such as a chair while the device was in use as the patient was ventilated and sedated. Additionally, 45 cc of water had been used to inflate the cuff of both rectal tubes. On hospital day 13, (B)(6) 2022, the patient complained of abdominal pain, and a CT of the abdomen/pelvis revealed intraperitoneal air. The patient was taken to the operating room for an exploratory laparotomy the same day. The risk manager stated the 4-6 cm perforation was found on the rectal wall, and she confirmed the patient did not have any recent injury or surgery to the pelvic/abdominal region prior to the current hospitalization. The patient was discharged from the hospital on (B)(6) 2022.